Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. It was confirmed that the charging supplies were able to successfully charge another device. The customer¿s blood glucose level was 128 (mg/dl). Reportedly the customer has a backup pump as alternate insulin therapy.